Event description:
Additional information was received. The tip of the whisper guide wire was the area where the separation had occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The noted scrapped teflon coating likely occurred due to interaction with the torque device being tight against the guide wire. The noted multiple bends on the core likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a heavily calcified common femoral artery that did not have any tortuosity. A 300 cm whisper es guide wire was used; however, it initially met resistance with the anatomy. Then during removal, the guide wire became separated. One portion was in the aorta and the other was in the common femoral artery. Therefore, two snare devices were used to remove the components. An unspecified whisper guide wire was then used to complete the procedure. There was no adverse patient sequela reported. There was a clinically significant delay in the procedure. No additional information was provided.